Event description:
The customer reported there was no power to the subject device during reprocessing. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found there was no image displayed due to a faulty cable. In addition, the label on the rear cover was faded due to physical and/or chemical stress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.